Event description:
Reporter stated that the expiration date, printed on the strip vial's outer packaging, did not match the expiration date printed on the vial label. A request was made for the return of the suspect product and replacement product was sent.